Event description:
It was reported 5 bd sharps disposal were missing lids. The following information was provided by the initial reporter, translated from (B)(4): "the number of pieces did not match."

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 5 bd sharps disposal were missing lids. The following information was provided by the initial reporter, translated from japanese: "the number of pieces did not match."

Manufacturer narrative:
Investigation: a DHR review could not be performed since lot number information was not received, the complaint information only contains the family product and item. However, a review of the ncmr¿s was performed; the result showed there were no issues reported for missing part (lids) for the same part number (305487) throughout the previous twelve months. According to the information gathered in this investigation, there is no evidence to consider this issue as related to the manufacturing process. H3 other text : see h.10.